Event description:
It was reported during a surgery, the driver snapped while screwing into the locking peg. No other information is available. Multiple attempts for more information were made to no avail. This report is related to report number 3025141-2024-00133 for the screw involved in this event.

Manufacturer narrative:
The reported driver was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the batch/lot number of the driver is unknown. However, based on the information received the root cause could not be determined.